Event description:
Taken from our company sales representative: 'clinician advanced needle into vessel and looked down to see a solid flash. He then tried to advance wire and it went approx 50% into the vessel. At that point, he met resistance. He pulled back slightly and also encountered resistance, he then tried to pull the entire wand out and met resistance as the uncoiled wire still remained in the vessel and the other wire end was still attached to the white wire cap on the wand. He then pulled more diligently and the wire broke, with some of the wire attached to the wand and some wire still in the vessel. He then grabbed the wire still in the patient and proceeded to pull; there was still some resistance with the uncoiled wire in the vessel, so he reapplied the tourniquet and massaged the vessel to free up the wire. It was retrieved and patient was fine.

Manufacturer narrative:
Upon receipt, the returned device was decontaminated, rinsed and dried. Visual inspection was performed with the following results: the distal core wire was sheared; the needle heel showed deformation where it cut through the core wire; the proximal bond joint of the coil/core wire was sheared apart. The directions for use, (B)(4), clearly states: 'caution: do not force feed and do not retract guidewire, if resistance is encountered. Guidewire should advance smoothly and without resistance. Note: if guidewire does not advance without resistance, withdraw the entire PICC wand peelable safety introducer and attempt a new puncture using a new PICC wand peelable safety introducer.' Conclusion: clinician failed to follow the directions for use, and sheared the core wire of the guidewire when attempting to pull back the guidewire when resistance was encountered. The proximal bond between the coil/core wire yielded when he tried to pull the entire device out of the patient. Failure of the device was due to misuse of the device. No evidence was noted that the device failed due to a defect (during the visual inspection process). No manufacturing anomalies were recorded in the product's device history record that would lead to this type of device failure. The supplier of the guidewire component was made aware of this event.